Event description:
It was reported during routine check by or staff, the handpiece stalled and was hot when running for less than 1 minute. There was no patient impact.

Manufacturer narrative:
(B)(4). The unit was returned and evaluated, we could not verify customer problem concerting overheating, as the unit was not running when arrived. Motor and other parts were replaced due to saline causing corrosion. The motor seized. Bearings seals and other parts were replaced. The item was tested and passed all manufacturing specifications, and was returned to the customer.